Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 498 mg/dl. The customer experienced high blood glucose levels for four to five days prior to the event. The customer stated that she went back on the insulin pump after the event, and her blood glucose levels elevated again. The customer also reported no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.